Manufacturer narrative:
It was reported that "the scope wouldn't slide through channel". No negative impact in state of health reported. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the scope wouldn't slide through channel. No negative impact in state of health reported.